Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Per the initial report, "2016 (exact date unknown): arch replacement was performed to a patient. Roughly a year later, patient underwent a thoracotomy for suspected infection. During the operation, site of suspected infection was washed and closed. (No further information could have been obtained for this intervention.) There was a sign of infection, but doctor was not sure whether this is infection or bioglue related inflammation." Indication for surgery: aortic aneurysm. Additional information received from distributor, could not confirm whether any cultures were performed for this case. There is no specific observations gained as additional information so far. Attempts to gain what led the doctor to reach this case to be (suspected) infection, blood test or other tests performed and its results, step-by-step interventions taken are all unknown. Total amount of bioglue used during procedure is unknown. Date of arch replacement is unknown. (B)(6) 2017 is the date when infection was suspected. Date of thoracotomy is unknown.

Manufacturer narrative:
A review of manufacturing records could not be performed as lot numbers are unknown. Additionally, a query could not be performed for potential lot numbers shipped to the hospital prior to implant as date of implant is unknown. A review of the available information was performed. In 2016 (exact date unknown) the patient underwent an arch replacement for an aortic aneurysm. Bioglue was applied to the proximal and distal suture lines and a precise amount of bioglue is unknown however two 10ml syringes were used during the operation. Approximately a year after the original operation, an infection was suspected on (B)(6) 2017. The patient underwent a thoracotomy and during the operation the site of the suspected infection was washed and closed. The information that was provided to cryolife states, ¿there was a sign of infection, but the doctor was not sure whether this is infection or bioglue related inflammation.¿ additional information was requested however it was not possible to confirm if cultures were performed, information around what made the doctor suspect the infection (blood test or other tests), and total amount of bioglue used. In the bioglue IFU it warns ¿bioglue should be applied in a thin layer as an adjunct to sutures or staples, and in amounts sufficient to seal the area. Bioglue should not be applied in excess.¿ also it states, ¿apply an even coating of bioglue to target area. In general use an approximately 1.0-3.0 mm thick coating for vessels greater than 2.5 cm in diameter¿¿the IFU lists observed adverse event ¿inflammatory reaction.¿ foreign body reactions have been reported with the use of bioglue. Hewitt et al. Performed an animal study where bioglue was applied to a sheep¿s aorta; histopathologically, bioglue generate only a minimal inflammatory response (hewitt et al 2011). When used properly, histopathological observations with bioglue are consistent with a normal foreign body reaction. Coselli et al. Found 2.6% of bioglue patients developed inflammatory, immune systemic allergic reaction (coselli 2003). The exact amount of bioglue used is unknown; however, if both 10ml syringes were used then a large amount was utilized it could result in an enhanced or prolonged inflammatory reaction. It is unknown if cultures or blood tests were performed to confirm the infection; however as bioglue undergoes a validated terminal sterilization process it is unlikely an infection would be related to the product. There is insufficient evidence to determine if the adverse event is related to an infection or an inflammatory response. Inflammatory reactions to bioglue are known to occur and adequate precautions and warning are present in the IFU.

Event description:
Per the initial report, "2016 (exact date unknown): arch replacement was performed to a patient. Roughly a year later, patient underwent a thoracotomy for suspected infection. During the operation, site of suspected infection was washed and closed. (No further information could have been obtained for this intervention.) There was a sign of infection, but doctor was not sure whether this is infection or bioglue related inflammation." Indication for surgery: aortic aneurysm. Additional information received from distributor, could not confirm whether any cultures were performed for this case. There is no specific observations gained as additional information so far. Attempts to gain what led the doctor to reach this case to be (suspected) infection, blood test or other tests performed and its results, step-by-step interventions taken are all unknown. Total amount of bioglue used during procedure is unknown. Date of arch replacement is unknown. (B)(6) 2017 is the date when infection was suspected. Date of thoracotomy is unknown.